Event description:
It was reported that the subjected device frequently fails to illuminate, lamp igniter has a malfunction. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6, and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power supply failure and deterioration of the lamp ignitor a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lamp frequently fails to illuminate occurred due to faulty power supply and lamp igniter has malfunction occurred due to deterioration of the lamp ignitor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.